Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Rupture: no observed. As per the investigation procedure deformation, crease, particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product. Healthcare professional later reported "hole- non specific". Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product. Healthcare professional later reported "hole- non specific". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole-non specific".